Event description:
Name of procedure being performed: hysterectomy by laparoscopy. Detailed description of event: event 1 of 3: (B)(4). Event 2 of 3: (B)(4). Event 3 of 3: (B)(4). It's with 3 units of cb030: lot 1427244, lot 1427761, lot 1425911. All products are available to return. The incident happened this morning and it was during an hysterectomy by laparoscopy. The surgeon said the scissors didn't cut well enough at the extremity of the jaws. He has changed scissor (4 times) and the patient is safe. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: change of device.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: hysterectomy by laparoscopy detailed description of event: event 1 of 3: (B)(4)- MFR 2027111-2022-00373. Event 2 of 3: (B)(4) - MFR 2027111-2022-00374. Event 3 of 3: (B)(4)- MFR 2027111-2022-00375. It's with 3 units of cb030: -lot 1427244. -lot 1427761 -lot 1425911 all products are available to return. The incident happened this morning and it was during an hysterectomy by laparoscopy. The surgeon said the scissors didn't cut well enough at the extremity of the jaws. He has changed scissor (4 times) and the patient is safe. Patient status: no patient injury or illness occurred associated with the complaint event type of intervention: change of device.